Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed the intended delivery volume test. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the dso seal to be damaged. There was no evidence in the event history log. To conduct functional testing, three accuracy tests were performed. The reported problem was unable to duplicate the reported problem, as the results were within specifications. The service history review identified no indication that the complaint was related to a service of the device within the review period.